Manufacturer narrative:
A ge service representative performed an on site investigation. The connector on the video controller board was damaged. This part is not available.

Event description:
The customer reported that the left monitor was not functioning. This caused the system to be unusable due to a loss of the live image. There is no report of injury or death associated with this event.